Event description:
The customer reported to olympus that there was an abnormal image issue while using the endoeye flex deflectable videoscope. In relation to the unknown procedure, when the issue occurred was not known, there was no delay, and the procedure was completed. There was no patient harm associated with the event. The device was returned and evaluated, and it was found that image noise occurred, and the image could temporarily not be seen due to damage on the charge-coupled device unit. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; the image had linear scratches due to damage on the charge-coupled device (ccd) unit. In addition to the ccd damage causing the noisy image issue and temporary image blackout, the adhesive on the bending section cover had a chip, and the universal cord was dirty. Scratches were also found on the following device components: bending section cover, switch button one (1), up/down plate, right/left plate, control unit, lock engagement lever, light guide (lg) connector, lg cover glass, video connector case, and the video connector. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely the image sensor unit has been damaged (disconnection, etc.), or the mounted parts (ic chip, capacitor, etc.) Of the electric board have failed due to use stress, external factors, or handling. The event can be detected/prevented by following the instructions for use which describes the inspection method in the operation manual (operation) "chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment". "[Inspection of endoscopic images] check if normal light observation images and nbi observation images are displayed normally. 1. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. 2. Observe the palm, etc. With normal light observation images and nbi observation images. 3. Make sure the light is coming out. 4. Adjust the amount of light to get the proper brightness. 5. Check that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image. 6. Operate the angle lever of the endoscope to bend the curved part. 7. Check that normal light observation images and nbi observation images do not disappear for a moment or other abnormalities." Olympus will continue to monitor field performance for this device.